Event description:
The customer confirmed that for both calcium (ca) and enzymatic creatinine (ecre3), the repeat results obtained on the alternate analyzer were reported to the patient.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00150 on 16-jun-2025. Additional information (18-jun-2025): siemens received additional information on the patient¿s results which were reported to the patient¿s. Please refer to the sections b5 & b6 for the additional patient results information.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated calcium (ca) results were obtained on two patient samples and a falsely depressed enzymatic creatinine (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse, cleaned the dilution probe and wash station, checked arm alignment, performed manifold tightening, and execution of the module auto check, which reported a level and pressure error in the sample probe. The cse, replaced the probe, and performed all verification tests which recovered results within acceptable range. Siemens further evaluated the event and concluded that the malfunctioned dilution arm of the analyzer caused the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated calcium (ca) results were obtained on two patient samples and a falsely depressed enzymatic creatinine (ecre3) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on the alternate atellica ch 930 analyzers. The repeat results were considered correct, and it is unknown whether it is reported to the physician(s) or not. There are no known reports of patient intervention or adverse health consequences due to the event.